Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2090 programmer. (B)(4).

Manufacturer narrative:
Product event summary: the radio frequency (rf) programmer head was returned and analysis confirmed the customer comment that the rf head was not working, it was attributed to a cable which was electrically out of specification. The cable was replaced and the programmer head passed all functional and systems tests. (B)(4).

Event description:
It was reported that the programmer was unable to complete its boot-up/self-test, that it stopped on the screen which displays the company logo. It was further noted that the radio frequency programmer head did not work. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was unable to complete its boot-up/self-test, that it stopped on the screen which displays the company logo. It was further noted that the radio frequency programmer head did not work. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.